Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Replaced ECG cable assembly. Performed and passed all functional and safety tests to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed cbl assy external monitor conn was returned to the failure analysis and testing department(fat) for investigation. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per procedure and the cs300 service manual. Fat could not replicate and verify the reported failure of the cable. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had an EKG fault. There was no patient involvement.